Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 124 mg/dl at the time of incident and 500 mg/dl. Customer stated they found insulin was leaking on the infusion site. Customer did not experienced any symptoms and not treated for high blood glucose event. The insulin pump will not be returned for analysis.